Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient told the healthcare provider that three of their backup system controllers were "malfunctioning". The patient stated one of the controllers had a controller fault alarm but they could not remember the other alarms.

Manufacturer narrative:
Section b3: corrected. Event date is estimated. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the heartmate 3 system controller is being evaluated for unknown alarms. The system controller was not returned for analysis. Multiple good faith effort attempts were made asking for the serial numbers and log files of the backup controllers, and if the date of the issues were known. It was also asked if the backup controllers remained in use; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.